Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer from the USA alleged result discrepancies for one patient when tested with the cobas (B)(6) test. No harm or injury was alleged or occurred. While the investigation was on-going, in (B)(4) 2019, a roche field service engineer went to the customer site and performed the processing head tightness check that resulted in a few positions failing the check on both of the customer's cobas 8800 systems (serial ids (B)(4)). The field service engineer also indicated that droplets were observed on the instrument decks. The relationship of the failed processing head tightness check to the alleged discrepant result is unknown.

Manufacturer narrative:
For the customer's instruments (serial (B)(4), the local field service engineer replaced o-rings and stop discs for those positions that failed the tightness check, as well as for all other positions on the processing heads. Additionally, the instruments were cleaned by the field service engineer. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no further evidence of leakage. During the investigation, tightness check failures and evidence of droplets were observed when utilizing returned parts from the customer's instrument. The investigation is still on-going. Corrective and preventive actions will be implemented as appropriate. (B)(4).